Manufacturer narrative:
(B)(4). Location : hospital. Product analysis: the shaft of the returned ibt is bent and it appears to have jammed going down the cannula during the second insertion attempt. When the ibt was tested, it would hold no pressure. The balloon portion of the ibt is leaking from the distal end near the center shaft. It appears the stylet may have punctured the distal tip when the ibt jammed.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture. During the procedure, the distal marker of the ibt (inflatable bone tamp) was displaced and bent during second insertion of the bone tamp. Another ibt was used to complete the procedure. It was confirmed that the appearance of the distal marker appeared to have extended past the distal portion of the balloon under fluoroscopy which caused a type of malformation of the balloon during inflation. It was also reported that a curette was used during the procedure due to a subacute fracture/hard bone. According to the report, this event occurred after second inflation of the balloon. No patient complications occurred during or after the bkp.

Manufacturer narrative:
Product analysis: parts received: reception of one ibt express 15/2 (k15b), from lot 0006982525 confirmed on the device. The ibt has already been analyzed in memphis, so no blood on or in the device. The ibt and the stylet are bent. Analysis: during visual analysis, no problem or defect was visible. The reported event of a displacement of the distal marker band is not confirmed. During functional analysis, an attempt was made to inflate the balloon, but it was not possible, due to a leakage at the distal end of the balloon. The distal bonding was inspected and confirmed that is was done properly. The inner shaft was inspected and a rupture is visible between the marker band. The inner was cut to see the inside and the hole is confirmed to go through the inner. Conclusion: based on the information provided, visual and functional analysis, the reported event of the marker band displaced after second used is not confirmed. The hole in the inner is probably due to stylet re-insertion for the second use.